Event description:
This is a spontaneous case report received from a physician in united states on 09-mar-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. Physician reported that he did not perform the essure procedure and states that patient had a tubal ligation seven years ago by a different doctor (insertion 5 years ago was also reported; discrepant information). Patient became pregnant after tubal ligation and pregnancy was terminated. She went in to see the reporter doctor (with the last month) and was complaining of bleeding and pain. Transvaginal ultrasound showed essure coil to be in patient's uterus. She was then scheduled for an in-office hysteroscopy on (B)(6) 2016. Health care professional saw that essure coil on right side was pretty close to cervical internal ostia and noted that it was expelled from fallopian tube. Essure coil was removed on the same day. Also according to reporter, coil was slightly embedded but it did come out easily with minimal bleeding. Doctor thinks that maybe the coil expelled years ago but is unsure. Patient has been back to see reporter physician a couple of times recently, because she is complaining of bleeding, cramping and tenderness to her lower abdominal area. An endometrial biopsy and ultrasound were performed and a 4 cm ovarian cyst was found. Health care professional thinks ovarian cyst may be causing patient's current symptoms (pain/discomfort) and will be treating it. Company causality comment:: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had a pregnancy, which was terminated. Later, she experienced pain and bleeding and an ultrasound showed essure coil was in her uterus. She was submitted to a hysteroscopy, the right essure was found pretty close to cervical internal ostia slightly embedded; this coil was removed with minimal bleeding. Recently, she was complaining of bleeding (regarded as genital bleeding). All events are listed in essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, including failure to return to essure confirmation test. In this particular case, no information was given about confirmation test and discrepant information was provided about essure insertion (it was informed patient had a tubal ligation and also essure, however it is unclear if the term tubal ligation was used to refer to essure procedure). After pregnancy termination, patient had a device embedment into the uterus diagnosed. This event could have been a contributory role in the reported essure failure (pregnancy). However, based on events' nature, a causal relationship with the suspect device cannot be excluded. Regarding patient's bleeding; she had an ovarian cyst diagnosed. This ovarian cyst could be an alternative explanation for the event. However, since abnormal genital bleeding can occur during essure use and as no information was provided about left essure coil; company cannot exclude this coil was in situ at the time of bleeding. Therefore, this event was considered as related to the suspect device. This case was regarded as incident, since device removal was required. A product technical analysis and follow-up information are being sought.

Manufacturer narrative:
Follow-up information received on 06-jun-2016: despite follow-up attempts, no response was given to date. Follow-up received on 14-jun-2016 (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the reported medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had a pregnancy, which was terminated. Later, she experienced pain and bleeding and an ultrasound showed essure coil was in her uterus. She was submitted to a hysteroscopy, right essure was found pretty close to cervical internal ostia slightly embedded; this coil was removed with minimal bleeding. Recently, she was complaining of bleeding (seen as genital bleeding). All events are listed in essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. In this case, no information was given about confirmation test and discrepant information was provided about essure insertion (it was informed patient had a tubal ligation and also essure, however it is unclear if the term tubal ligation was used to refer to essure procedure). After pregnancy termination, patient had a device embedment into the uterus diagnosed. This event could have been a contributory role in the reported essure failure. However, based on events' nature, a causal relationship cannot be excluded. Regarding patient's bleeding; she had an ovarian cyst diagnosed. This ovarian cyst could be an alternative explanation for the event. However, since abnormal genital bleeding can occur during essure use and as no information was provided about left essure coil; company cannot exclude this coil was in situ at the time of bleeding. Therefore, this event was considered related. This case was regarded as incident, since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the reported medical events and lack of efficacy are not indicative of a quality deficit per se.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.